Manufacturer narrative:
Product event summary: the device was returned and physical analysis is pending. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) oversensing. Analysis of the device memory indicated charge circuit timeout. Analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrhythmia therapy.

Event description:
It was reported the patient received thirty eight inappropriate shocks. It was also reported the device detected twelve events in the ventricular fibrillation (vf) zone; there was t wave over-sensing and non- sustained ventricular tachycardia (vt). Additionally, a charge circuit time out occurred. Of note, prior to this event, the device reached normal battery depletion indication. Re-programming was done and the device was removed and replaced. The lead remains in use and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Hybrid analysis confirmed the reported charge time out using the original device battery. No significant leakage was observed on the high voltage therapy capacitors and the hybrid charged nominally when the battery was replaced with an external supply. The results were consistent with the device battery causing longer charge times. The battery impedance measured 1.22 ohms. Battery analysis confirmed that no internal short occurred in the battery. There was localized lithium (li) discharge along the edges and no li-severing was observed. Review of the save to disk data showed a charge timeout and an excessive charge time occurring prior to end of service (eos) and subsequent explant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.